Event description:
On (B)(4) 2013 it was reported that the patient underwent a generator replacement on (B)(6) 2013 due to battery depletion and reported a slight increase in seizures. The explanted generator was received for product analysis on (B)(4) 2013. Product analysis is still underway and has not yet been completed. It was stated that the mother reported the increase in seizures were seen approximately two weeks prior to replacing the battery, but she also reported increased stress for the patient due to a change in carriers on school transport.

Event description:
The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed variation in the pulse generator¿s output signal. Even though the pulse generator¿s output measured amplitude-met specification at the beginning of the test, the pulse generator could not maintain the programmed output for the entire test, due to a depleted battery. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.